Event description:
The customer contact reported a leak; subsequently, a separation was noted. The tubing set was being used to deliver an unspecified concentration of taxol, at 250ml/hr, via a plum pump. No further programming parameters were provided. The customer contact reported that 45 minutes after the delivery was started, approximately 5ml of solution leaked at the connection of the tubing and the inlet port of the filter of the tubing set onto the patient's bedsheet. At an unspecified time, the tubing set was removed from the pump. At this time, the tubing separated from the inlet port of the filter. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.